Event description:
It has been claimed by the nurse in the facility that the leg section of the bed is going down while the movement in up direction was required. It has been confirmed with the facility that there were no adverse outcome as a result of this event. The device in question (being a part of the arjohuntleigh us rental fleet) after being returned to the service center, has replaced the following parts: power supply cable, battery, control box, castor and has been calibrated/reconfigured.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise bed range we have found few cases concerning uncommanded bed's movement, however this is the first complaint where as a result and during the repair. Control box, power cable and battery have been replaced. Unfortunately, despite our best effort, we have not been able to clarify if the pt was on the bed while the device movement occurred, nor if the device movement stopped after the button on the hand control was released or if it was possible to recreate the event. Add'l attempt to receive more detailed info revealed in finding that the lead nurse at the facility had no documentation of any related device malfunction. After giving the specific incident description, which was initially provided by this facility, info was received that the operator of the device could immediately stop the movement using the bed available features. Moreover in the head nurse opinion the failure would not impact pt safety, if it would occur. Given the circumstances and the fact that this incident appears to be an isolated one, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. (B)(4).